Event description:
The customer reported that the select button has an intermittent response. It was indicated since two months approx the customer had problems controlling their bgs. Also it was informed that the customer was admitted to the emergency room due to high bgs. The set was changed and bgs still were high. The customer believes that water got into the pump.